Event description:
Related to MFR report # 2183959-2012-02326. It was reported by plaintiff's attorney that on an unk date, the plaintiff was implanted with a perigee anterior prolapse repair system with intepro lite "to treat her pelvic organ prolapse and stress urinary incontinence". It was alleged that the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering", "has sustained permanent injury, has undergone medical treatment", and has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.